Event description:
This was a lead removal case performed in a hybrid or to extract one mdt 6949-65 cardiac lead from the rv. The case began with a 12f glidelight laser catheter and the lead was prepped with an lld-ez. The physician encountered tough scarring on the svc coil of the lead, so upsized to a 14f glidelight laser catheter. He was able to advance the catheter past this adhesion into the rv, when the blood pressure changed. The staff immediately changed the case to a rescue, alerted the surgeon, and within 5 minutes had performed a pericardiocentesis. This controlled the rescue until the chest could be opened. The injury at the svc/ra junction was identified and repaired. The lead was removed at this time. The patient survived the rescue.